Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 07-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the spinal cord stimulation system¿s implant wound had suppurated. Disinfection of the wound was performed in an effort to treat the issue; however, the issue remained unresolved at the time of report. It was noted the patient¿s system was scheduled to be explanted on (B)(6) 2019 as a result of the event. The patient¿s physician observed the causality of the event to be ¿hygiene after discharge.¿ the patient¿s indication for device use was complex regional pain syndrome and their medical history included a lumbar hernia and sleep apnea syndrome. There were no further complications reported or anticipated.